Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) review, trending analysis of the haze/mist/vapor issue and functional analysis. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending analysis of the haze/mist/vapor issue was reviewed from january 2017 to july 2017 and no significant trend was observed. The oil mist filter was not available for return for further evaluation. The assignable cause of the haze/mist/vapor is the oil mist filter. The field service engineer replaced the oil mist filter and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site and confirmed the haze issue was due to the failure of the oil mist filter. The oil mist filter was replaced and unit was confirmed to meet specifications and was returned to service. Initial reporter's phone # (B)(6). Reference asp complaint #(B)(4). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "white smoke" (haze) emitting from the oil mist filter of their sterrad® 100s sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.